Event description:
Additional information received reported that the patient had surgery last week, her "picked" (pocket) was revised with great results. It was stated that the patient had a one week follow up appointment tomorrow.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) would be doing a pocket revision next week. Additional information received reported that that patient was having surgery tomorrow to secure the battery in the pocket.

Event description:
Additional information received reported that the surgery was still in the process of being scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient¿s doctor made a mistake and they had to have surgery again to have the ins moved. The ins had to be moved because the patient was getting shocked by it due to how the doctor implanted the device. The patient also reported that she ¿lost one of the wires because one of the wires came out¿. The revision occurred but it is unknown if the patient fully recovered.

Event description:
It was reported that the implantable neurostimulator (ins) might be flipped but this was not confirmed. It was stated that the ins was ¿moving around¿ for the past 3 weeks in the pocket. It was stated that when she sat or laid down a certain way the ins stuck out and she could ¿grab on it¿. It was stated that a manufacturer¿s representative checked the ins placement and he suspected the device was flipping upside down, making her recharge connection difficult. It was stated that the ins was implanted in a deep pocket, and the patient further noted she was ¿fat¿ and that the hcp put the pocket in fatty tissue and the ins now seemed to be moving. It was noted that the hcp told the patient to wear a brace for the next two weeks to ¿see if she would form scar tissue and then the battery would stay in place¿. The patient stated she was ¿just sick of the whole thing¿. It was noted that the patient expressed dissatis faction with her hcp. Additional information received reported that the patient had been wearing the brace but it did not help. It was stated that she couldn¿t sit up straight because she has a spinal fusion. It was stated that it felt like ¿it's pushing on her spine towards the left¿. The patient stated her back was ¿burning and killing her¿ on the right side in general and not just when she recharged. It was stated that the burning had been going on for the last 2 weeks. It was stated that the patient planned to see the hcp on (B)(6) 2014 and would be telling him to either take out the ins or fix the problems. Additional information received reported that the patient¿s implanting hcp told the manufacturer¿s representative that the patient had an appointment to see the surgeon next tuesday to (B)(6). Additional information was requested but not received.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n383194, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient's surgery was moved to (B)(6) at 8:30.

Event description:
Additional information received reported that the patient had a follow up appointment. It was noted that the patient was doing great and was able to charge with no problems.